Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. Analysis of device image indicated that device has reached elective replacement indicator (eri) due to normal usage. Further electrical analysis performed showed no anomaly, with battery voltage at eri. Longevity assessment was performed, and implant duration exceeds total projected longevity, indicating normal battery depletion.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Patient was stable throughout the event.